Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after a colon resection, within the first 12 hours after surgery the patient had a postop bleed. The patient was brought back to the operating room for a revision in situ and with saline solution washes the bleeding was contained. A transfusion was not needed. No reinforcement material was used. Current status of the patient is fine.